Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via email that the customer was hospitalized with diabetic ketoacidosis almost one year ago. The customer reported the hospitalization was caused by site failure. The customer's blood glucose was unknown. Further information about the hospitalization was not provided. The customer declined to return the insulin pump for analysis.